Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported the keypad buttons are intermittently unresponsive. The reporter stated this change in keypad response was identified at least 3 weeks ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: on examination, the keypad was intact. On testing up arrow, down arrow and contrast buttons had intermittent response. The ok button was responsive. The keypad cover was removed for investigation and revealed contamination under all the keypad buttons. The display was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.